Event description:
It was reported that, "r side l5 doctor went to final tighten a snap occurred w/torque wrench on final blocker split unable to unscrew - wiggled rod out and unscrewed 7.5x45 out put in 8.5x45 monoaxial."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.